Event description:
An IV team member attempted to place a power glide on a pt. The rn got blood return an tried to advance the catheter. The rn felt something wasn't right so removed the power glide device and catheter. The catheter had sheared off on the needle. Some of the catheter was sheared off in the pt. A surgeon evaluated the pt and advised leaving the catheter in the pt.

Manufacturer narrative:
The complaint of a break in the catheter is confirmed. Returned for evaluation is the delivery system for the powerglide catheter that includes the guidewire and introducer needle and the damaged 8 cm catheter. Gross and microscopic examinations of the complaint sample reveal a complete break in the quadraflex catheter material. Magnified views of the break site shows an irregular edge with a broken and rough veneer over approximately one-half of the circumference of the distal edge. These traits indicate the damage is a result of a break in the tubing. The remainder of the circumference has a rounded edge with a glossy, smooth veneer. It should be noted that the distal section was not returned for evaluation. It is possible the break manifested itself after the catheter was partially perforated or cut by the introducer needle. It should be noted that reinsertion or manipulation of the needle during the placement procedure has the potential to cause damage to the catheter. The mechanism of the break in the tubing is undetermined. The product instructions for use (IFU) provide written and illustrated info on proper placement techniques and to avoid circumstances that could jeopardize the functionality of the catheter. A lot history review (lhr) of rexe0307 showed no other similar product complaint(s) from this lot number.